Event description:
It was reported that a battery depletion (bd) fault code had appeared on latitude for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.